Manufacturer narrative:
(B)(6) 2023 - we were notified of a patient who retained the capsule over 3 months, surgery was performed, most likely diagnosis is small bowel crohn's disease with structuring phenotype. Patient had a small bowel resection and ileostomy. The capsule was extracted but it was brown like it had fecal matter absorbed inside it. We are unable to investigate this capsule as it was disposed by the customer. (B)(6) 2023 - we were informed by the customer had some the strictures that were very tight and did not allow capsule to pass through. The customer was unsure if they could fill out the frm-0089b capsule indicent questionnaire or give more information outside the nhs. We will close this complaint without the frm-0089b capsule indicent questionnaire but knowing that the patient had a pre-existing condition that led to the retention therefore. Note: the sn was never provided to us.

Event description:
(B)(6) 2023 - we were notified of a patient who retained the capsule over 3 months, surgery was performed, most likely diagnosis is small bowel crohn's disease with structuring phenotype. Patient had a small bowel resection and ileostomy. The capsule was extracted but it was brown like it had fecal matter absorbed inside it. We are unable to investigate this capsule as it was disposed by the customer. (B)(6) 2023 - we were informed by the customer had some the strictures that were very tight and did not allow capsule to pass through. The customer was unsure if they could fill out the frm-0089b capsule indicent questionnaire or give more information outside the nhs. We will close this complaint without the frm-0089b capsule indicent questionnaire but knowing that the patient had a pre-existing condition that led to the retention therefore. Note: the sn was never provided to us.